Event description:
The diagnostic catheter involved did not properly open. It would not open to appropriate diameter. This was an out-of-the-box failure. The catheter was replaced. No harm came to this patient. ====================== health professional's impression======================not applicable====================== manufacturer response for inquiry optima 20 pole ; diagnostic catheter, inquiry optima 20 pole ; diagnostic catheter======================awaiting response